Manufacturer narrative:
This supplemental report is being submitted to correct h10 "provide narrative data" in supplemental MFR report #8010047-2021-06372. The reported event may have been caused by the effects of the endoscope body, connection failure of the light source cable, or the body of the video system center, because the electrical contacts between the endoscope and the light source were cleaned and the light source was replaced, but the issue was not resolved. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records and communication. Correction being made for health effect impact code. This supplemental report is being submitted to provide this information. Please see the updates in sections: d4 (UDI), g3, g6, h2, h3, h4, h6, and h10. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the customer reported that the device is working as required, it is speculated that b30 was displayed due to abnormal communication with the endoscope. In addition, cleaning the electrical contacts of the endoscope and light source device will eliminate the b30 error. This event likely occurred due to poor contact at the contacts or due to poor connection of the light source cable.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The user reported that the device is currently working properly and will not be returned to olympus. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the scope communication error b30 occurred when connecting multiple endoscopes with one-touch connectors. Error code b30 means that the video system center cannot communicate with the endoscope. The contacts between the endoscope connector and the device were cleaned, however the issue could not be resolved. In addition, the scope communication error b30 was also displayed for the second olympus light source clv-190. There was no report of patient injury associated with the event. This is one of two reports.